Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) found that drawer 2.2 was not detected on the bus. The fse removed the rear panel and confirmed that all lights were illuminated on the controller boards. The station was then shut down, and all cables in the drawer were reseated. After restarting the station, the fse tested the drawer in the hardware test application, and the drawer functioned correctly. An acceptance test was run successfully. The application was restarted, and the customer was able to access the drawer and inventory the medication. A proactive visual inspection was performed, and the customer verified proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.